Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower jaw portion resection, the knots loosen by themselves despite 3 fold knotting. It was noted that the deficiency occurred with every thread thickness and package. A new device was used to complete the case. There was no injury.